Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle filter 19x1-1/2 tw had foreign matter on 589 occasions before use. The following information was provided by the initial reporter: on july 29, 2020, their company inspected the batch of filter needles. The number of inspections was 2500 (checked one by one). It was found that there were foreign matter on the surface of a large number of injection needles. The foreign matter included two types: white foreign matter and black foreign matter, accounting for up to 80%. The white foreign matter was suspected to be a needle tube adhesive, and some of the black foreign matter is granular and attached to the surface of the needle tube, which can be peeled off by touch; some black foreign matter on the needle tube can be wiped out, and the finger is black after being wiped out; partly black the foreign matter is suspected to be rusty. They provide some obvious defective products. Due to the abnormal quality of the filter needles of this batch, their company has stopped using this batch of instruments.

Event description:
It was reported that needle filter 19x1-1/2 tw had foreign matter on 589 occasions before use. The following information was provided by the initial reporter: on (B)(6) 2020, their company inspected the batch of filter needles. The number of inspections was 2500 (checked one by one). It was found that there were foreign matter on the surface of a large number of injection needles. The foreign matter included two types: white foreign matter and black foreign matter, accounting for up to 80%. The white foreign matter was suspected to be a needle tube adhesive, and some of the black foreign matter is granular and attached to the surface of the needle tube, which can be peeled off by touch; some black foreign matter on the needle tube can be wiped out, and the finger is black after being wiped out; partly black the foreign matter is suspected to be rusty. They provide some obvious defective products. Due to the abnormal quality of the filter needles of this batch, their company has stopped using this batch of instruments.

Manufacturer narrative:
Investigation: two photos were provided for evaluation. One photo shows a needle assembly. The needle has foreign matter like white epoxy. The other photo shows a needle assembly with black specks. Based on the investigation carried out and with the photo sample analysis, the symptom reported by the customer is confirmed. However, no root cause can determined as no sample was received for analysis. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.